Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the diagnosis procedure and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not store images. A review of the system logfile found that there was an issue with frontal ippc. Upon troubleshooting actions, fse identified that the hard drive was full. Fse recreated the image disk. After recreating the image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not save images and could only do fluoroscopy. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.